Event description:
Discordant, falsely low calcium results were obtained on five patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on another dimension vista 1500 instrument, resulting as expected. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a piece of gauze at the end of sample probe 3. Cse removed the gauze and aligned sample probe 3. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.